Event description:
An ophthalmic surgeon reported that the needle was unfixed and moved back and forth within the cutter during a vitrectomy procedure. Another pack was opened and the procedure was completed without delay and with no harm to the patient. There were no cancellations resulting from this instance.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. The device history records (DHR) for the component lot was reviewed. The associated lot was released based on the manufacturer¿s acceptance criteria. No abnormalities that could have contributed to the complaint were found during the review. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).